Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks. Segms revealed noise on both the atrial and ventricular leads. Though, noise was not always sense on the atrial. Oversensing on the ventricular channel was also observed. Lead fracture was suspected. The leads were capped.